Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold and patient experienced diaphragmatic stimulation. The lead will be repositioned the next day. Additional information received that the lead was repositioned successfully. Further, the physician claimed that a perforation could have triggered the high threshold and twitching since CT was done that showed sign of perforation. The lead remains in service. No additional adverse patient effects were reported.